Event description:
It was reported to philips that the geometry of the azurion device was not working. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the geometry and wedge movement not working. The philips engineer suggested service, since the customer stated the issue was resolved in case (B)(4), so this case has been cancelled and service has not been provided. To date, no further information was received. The codes were updated based on the investigation outcome.